Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the grippers were not responding evenly when being raised and lowered. After several attempts the decision was made not to use the device. There was no patient involvement and no reported clinically significant delay in procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned and investigated. The reported gripper arm actuation issue was not confirmed, as no issues were observed. The device functioned as intended. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported gripper actuation issue was not determined as the returned device analysis was unable to confirm the reported difficult to open or close (gripper actuation issue). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.